Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that there was inaccuracy with the microscope. The representative went in prior to the case, ad registered head3 with tumor. The rep navigated a scope probe to the surface on the model and navigation system showed the cross-hairs were in that location. They then used the microscope to navigate to the same point and put it in focus. The navigation also showed the cross-hairs to be in the correct location that they focused to. The representative could not replicate the inaccuracy here. During the procedure, after the testing, the site did the same scenario with the patient. They had a green sphere of accuracy encompassing the head for their registration. When they touched the probe on the skull base, the navigation system showed the cross-hairs in that location. When they focused the microscope to the skull base, the navigation system showed the cross-hairs 1 mm superficial. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Further analysis from the representative states that, the rep was able to focus the scope on multiple divots with the drape on, and then removed the drape without moving the microscope, and the focal point would consistently jump from being inaccurate by roughly 1 cm to being accurate .the drape does have a curved glass lens.